Manufacturer narrative:
The technician found the bed exit power control board is the cause of the issue. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. The technician replaced the bed exit power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm is not audible. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).